Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to boot up. The philips field service engineer (fse) visited system onsite and performed troubleshooting, which revealed that the host pc was not booting up. To resolve the issue, the fse rebooted the system, reseated the hard disk drive (hdd), cables and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.